Event description:
Boston scientific received information that the patient with this pulse generator experienced a syncopal episode while driving. The local field representative interrogated the device and noted that some episodes were stored with noise on the atrial lead. It was also noted that there were many stored ventricular tachycardia episodes that did not have an electrogram to review. All further device testing was normal. There were no additional adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.